Manufacturer narrative:
Information regarding suspect medical device, common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The powder was not dispensing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2 suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. An additional punctured carbon dioxide (co2) cartridge and foam piece were returned with the device and catheters. Both catheters contained powder, and one catheter had discolored powder. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the co2 cartridge. Powder was present on the exterior of the device, inside the ring surrounding the nozzle, on the catheter connection hubs, and on the outside of the catheter tubing. When tested as returned, the device did not spray as intended. The co2 cartridge did not discharge upon deactivation of the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the activation knob and regulator (lance and o-ring) confirm the device was a previous version. The co2 cartridge included in the device was from the current version of the device. The co2 cartridge returned outside of the device was from the previous version of the device. When retested with a new co2 cartridge from the previous version of the device, the device sprayed as intended. When tested with the catheter containing normal colored powder, the device sprayed as intended. The device did not spray with the catheter containing discolored powder due to clogs within the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report of unable to spray was confirmed. One of the catheters were clogged with hemospray powder. The cause of the clogged catheter is unknown, but likely a result of fluid within the catheter from the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The powder was not dispensing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.